Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters, dry skin, drainage, and infection, under entire patch area, which occurred the same day the sensor had been inserted in the arm. The skin reaction was treated with a prescription of an oral medication, amoxicillin. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.